Manufacturer narrative:
After clinical/secondary review of this file performed on 8/10/2021, it was decided to make the following update: lymphadenopathy code was removed and granuloma code was added, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma on the right side and lymphadenopathy on the left side and a bilateral rupture. Note: explant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and suffered from a granuloma on the right side and lymphadenopathy on the left side and a bilateral rupture. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On 1-oct-2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed at the union between the patch and shell, causing gel leakage. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-oct-2021, mentor received additional information regarding the patient¿s symptoms and revision surgery. The patient experienced bilateral chest injury. The patient suspected that her implants were ruptured due to a mammogram procedure. The patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, right serial #: (B)(6), left serial #: (B)(6)). H.6. Health effect - clinical code: injury (e20). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-nov-2021, the investigation on the suspected medical device was updated. Investigation summary (update): the evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Manufacturer's reference number: (B)(4).